Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid and abdominal pain. Three days prior to the peritonitis diagnosis, the patient experienced cloudy pd fluid and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized due to cloudy pd fluid and abdominal pain and treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. On an unknown date, pd therapy was discontinued. No additional information is available.